Event description:
During implantation of a custom device that was requested and designed per physician prescription, the distal screw hole on the anterior flange area of the device was cracked during fixation. Fixation through the other four holes was successful and the surgery was completed. The device remains implanted.